Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: march 28, 2019 - march 30, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and showed evidence of a leak was caused by broken tubing at the junction of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined, however, the probable causes were noted to be the handling of the product during product use or a manufacturing related issue of a weakened tubing bond at the junction of the flow restrictor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a infusor lv (large volume) was received faulty; the flow restrictor was detached from the tubing and the device was leaking. The issue was identified during inspection, before patient use. The device was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.